Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled 700. The designated complaint unit employee confirmed based on photographic evidence the paint was peeling from fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during preventive maintenance. A root cause analysis for paint peeling problem was performed by subject matter experts and concluded that all maquet sas products comply with: - iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. - iec 60601-2-41 particular requirements for the safety of surgical luminaries and luminaries for diagnosis. - paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. - disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. It is also recommended to avoid excessive friction during cleaning or inappropriate cleaning products. To avoid paint degradation and corrosion maquet sas recommends to respect the contact time and to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. The user manual mentions also to perform daily inspection in order to check the presence of paint chip, impact marks or other damage. To prevent similar incident, it is recommended to respect the cleaning instructions avoiding: - prolonged exposure to detergents and disinfectants solutions - high concentrations - prohibited products getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Manufacturer narrative:
The initial reporter: getinge technician. The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of surgical lights, powerled 700. The designated complaint unit employee confirmed based on photographic evidence the paint was peeling from fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.